Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the needles did not fix correctly and the two threads did not come through [suture retrieval issue]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis identified that the sheath was broken, but held together by the sheath material. A second plunger was also received by the abbott returned goods lab. Analysis of the plunger noted the posterior cuff was returned with all cuff tabs bent [suture retrieval issue]. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported insufficient information was observed as a needle to cuff miss. Production record and similar complaint history reviews for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.